Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon described joints on the arm not working. The surgeon was unable to use it. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
From available information, the return material authorization (RMA) associated with this complaint has since been cancelled with no additional information provided. At this time, there is no evidence that an isi device caused or contributed to an adverse event. Furthermore, despite the follow-up good faith efforts from intuitive surgical, inc. (Isi), no response received from the customer with patient/event information or any indication that the involved instrument would be returned for evaluation. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The customer replaced the cadiere forceps on the universal surgical manipulator (usm) 1 and usm 1 remained in use for the entire procedure. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motions. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the customer alleged failure mode could not be determined. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.